Event description:
It was reported that high impedances were measured at 3 volts. The impedances were high on both sides: c0 24766, c1 1359, c2 16632, c3 23827, 01 25366, 02 22789, 03 29678, 12 16721, 13 23471, 23 11020, c8 18964, c9 1297, c10 16372, c11 11380, 89 20725, 810 27353, 811 26885, 910 16544, 911 11633, 1011 15110. It was also reported that the pt experienced loss of therapy and return of symptoms. X-rays were taken and the extension appeared to be twisted near the implantable neurostimulator. Extension revision was performed (B)(6) 2011. Impedance issue was removed. Pt outcome was unk.

Manufacturer narrative:
(B)(4).